Manufacturer narrative:
The insulin pump was received with a cracked case behind the insulin pump at the battery compartment and broken battery tube threads. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or battery failed alert noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had failed battery test. The customer's blood glucose level 129 mg/dl. The customer stated that the battery cap was not damaged and that they were using new batteries. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.